Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of green/pink image on the video telescope was confirmed. Based on the results of the investigation, it¿s likely that the reported issue occurred due to the following: the cable pins of the odu(optimized distribution unit) connector may be too small for shield cables, resulting in a diameter exceeding the connector's capacity and potentially weak soldering joints; the sealing compound within the odu connector fails to fully seal soldering joints and bare cable contacts against steam, leading to corrosion after autoclave cycles; the manufacturing jig 5016938 may not be fully suitable for the soldering process, causing stress on cables and soldering joints and potential premature damage; and the soldering process at oste is outdated, but new guidelines are available to enhance soldering stability and manufacturability. However, the specific root cause of the faulty charged coupled device cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope had a pink image. The issue occurred during preparation for use of a therapeutic laparoscopic cholecystectomy procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.